Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing below the lower programmed rate with heart rates in the thirties. The ipg exhibited intermittent and loss of telemetry and exhibited low battery. It was also reported that an electrical reset occurred. The right ventricular (rv) lead exhibited no capture and low impedance. The rv lead and ipg were reprogrammed and a temporary wire was placed. At a later date the ipg was removed and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.